Event description:
It was reported during a device change out procedure externalized conductors were observed on rv lead via fluoroscopy. The electrical function of the lead was normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.